Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an intermittent u500 digital signal processor on the computer/analog board. The root cause for the intermittent u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on properly.